Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This is a late MDR submission due to an international distributor issue that has been reviewed with the FDA on january 12, 2015. (B)(6).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/16/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/03/2015 with the following findings: during investigation, a visual inspection of the pump revealed a crack in the battery compartment. Unrelated to the complaint, evaluation revealed a discolored display screen. Unrelated to the complaint, investigation revealed that the keypad was peeling at the contrast button. All of the keypad buttons responded appropriately. The keypad was removed and there was no evidence of contamination found under the button contacts. In addition to these issues, investigation revealed that the pump had no vibration features. The pump cover was removed; the vibration motor pins were found to be out of alignment and were not making an electrical connection with the printed circuit board (pcb). The pins were adjusted and vibration feature functioned properly.